Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor fractured inside the body. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The customer pulled off the sensor the cannula broke off and inside the skin. No harm requiring medical intervention was reported. Mmt-7040ma was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Following our received of the one returned used partial sensor (needle not returned) performed visual inspection and found sensor electrode missing, place sensor under microscope and found sensor electrode broken in half, missing broken part. In summary; the customer complaint of unexpected sensor alarms could not be confirmed, unable to performed functional test due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.